Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00004 through 3012447612-2023-00009.

Event description:
It was reported that two weeks post-op, the closure top on the right side of l5 had migrated out of its screw and the left side at l5 was loose via imaging. A revision was performed where the right l4 screw was also found loose. Both screws on the right side of l4 and l5 were removed and replaced while only the closure top on the left of l5 was replaced. This is report six of six for this event.

Manufacturer narrative:
Corrections to b5. Reference reports 3012447612-2023-00004, 3012447612-2023-00005, and 3012447612-2023-00007 through 3012447612-2023-00009.

Event description:
It was reported that two weeks post-op, the closure top on the right side of l5 had migrated out of its screw and the left side at l5 was loose via imaging. A revision was performed where the right l4 screw was also found loose (the closure top was not loose). Both screws on the right side of l4 and l5 were removed and replaced while only the closure top on the left of l5 was replaced. This is report five of five for this event.

Event description:
It was reported that two weeks post-op, the closure top on the right side of l5 had migrated out of its screw and the left side at l5 was loose via imaging. A revision was performed where the right l4 screw was also found loose (the closure top was not loose). Both screws on the right side of l4 and l5 were removed and replaced while only the closure top on the left of l5 was replaced. This is report five of five for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation -the products were not returned and no photos were provided, so an evaluation is unable to be performed. The complaint is confirmed for closure top back out via the provided x-rays and unrefuted for screw loosening. Potential root cause -a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors. DHR review -the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage -this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.